Manufacturer narrative:
Updated sections: b5,g4,g7,h2,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope (warranty expired) was not zooming properly, a new scope was used. They called seeking repair for scope. They were told that getinge do not have repair options. There were no patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope (warranty expired) was not zooming properly, they called seeking repair for scope. They were told that getinge do not have repair options. There were no patient effects.